Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Seat frame broke at the right side weld.

Event description:
Per a communication with invacare (B)(4), it is confirmed that there is a broken weld at the seat frame. This item has been scrapped. This was received back at invacare (B)(4) on (B)(6) 2016. Seat frame broke at the right side weld.